Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d224drg implantable cardioverter defibrillator, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the atrial lead had high thresholds. The lead was explanted and replaced. The lead was damaged at explant. No patient complications have been reported as a result of this event.